Event description:
A buyer reported that following an intraocular lens (iol) implant procedure, the patient experienced a refractive error. Additional information was received that the patient was not happy with the near vision. The iol was exchanged for the same lens model one diopter difference in power.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).